Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the considerably calcified common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss occurred. The device was removed and another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no additional information provided.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.